Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to attempt various troubleshooting steps. When the pump was connected to a power source with working charging supplies, the screen turned on, and the pump displayed the option/bolus home screen. The caller confirmed that the pump's display and features were accessible without being plugged in, and the wake button started functioning properly, indicating that the pump was operating as intended.